Manufacturer narrative:
An outside of the united states (ous) customer contacted the siemens customer care center (ccc) and noted that the occurrence was observed once on one patient sample. Siemens is investigating the issue.

Event description:
The customer obtained a discordant falsely elevated high-sensitivity troponin I (tnih) patient result on one patient on an atellica im 1300 analyzer. The result was not reported to the physician(s). The customer used the same patient sample and analyzer to perform repeat testing. The sample ran in triplicate, and the results were lower. The customer considered the results to be correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the falsely elevated tnih result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00081 on 17-mar-2022. Additional information (29-mar-2022): siemens reviewed the information provided and noted the operator performed repeat testing in triplicate and obtained correct results. The potential cause of the falsely elevated high-sensitivity troponin I (tnih) result one one patient sample is unknown, and siemens cannot rule out preanalytical issues with the sample. The customer did not report a recurrence, and the atellica im 1300 analyzer performed as expected. The analyzer is operational. No further evaluation of the device was required. Siemens updated section h6 (investigation findings and investigation conclusions) to include new codes.